Event description:
It was reported that balloon rupture occurred. The target lesion was located in the distal left anterior descending (lad). A 5.00mm x 15mm emerge balloon catheter was advanced for dilation. However, the balloon ruptured. The procedure was completed and there were no patient complications.